Event description:
Additional information from the patient reports a loss of therapy. He was still urinating since implant. The trial was better. Last night had to get up every 5-10 min and the night before was bad too. Settings was 2.0volts on program 2 and ins(stimulator) off. Patient services reviewed how to turn ins on. He can now feel stimulation and see lightening bolt. Patient states 1.9 volts feels comfortable. The patient thinks he must have just turned off stimulation the date of report. Symptoms reported was loss of therapy. Event date was since implant. (B)(6) 2015, the patient states he met with doctor and representative in (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that his trial went well but the implant had not been as satisfactory. The patient got 50% or more symptom reduction (going to the bathroom zero to one time in the middle of the night) right are implant, but it had recently changed to 5-6 times in the middle of the night. It was noted that the patient felt stimulation in the correct area. The patient had been dissatisfied with therapy since implant and symptoms worsened since (B)(6)-2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID: 3889-28, lot# va0p1jz, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device did not seem to be working and they were wondering if it was on. The patient never had therapeutic effect and since they left the hospital they had not really had any symptom relief. The patient stopped at a restaurant and had to go the bathroom 3 times. The patient went to the bathroom just about every 10 minutes. The manufacturer representative set it and they thought it was on, but the patient didn¿t feel stimulation and the remote was blank. The patient used the antenna and was on program 2 at 2.2v. When they connected, the patient felt a jolt and turned it down to 2.1v. The patient pressed the grey button, the third down button. The patient increased to 2.4v on program 2. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that he was still having a lack of therapeutic effect. The trial was great and was like 80%. Since then it had been poor if anything and he got up 10-15 times at night and during the day he could not make it to stop and had to get out of the car on the highway to relieve himself. He bought a pack of diapers for this reason. The patient wanted to give up on it but his wife encouraged him to keep trying and the patient would like to try a new program. Instructions over the phone were offered for changing programs but the patient declined as he was not tech savvy, and would like assistance in person. The patient was redirected to his healthcare professional (hcp) to assist in requesting a manufacturing representative (rep).

Event description:
Additional information received indicated that patient never had therapeutic effect. The patient was on a new set of programs and wanted to change to program 3, from program 2. The patient reported program 2 has been the worst program he was dribbling all the time and never did that before in the last 2 weeks. Patient reported this program never helped him and has gotten way worse. The patient has been on this so long and there was a time it seemed to help for a while and then it did not and patient made it stronger but then eventually it was like presently. Patient reported due to lack of therapeutic effect he doesn't sleep and was a zombie. Patient kept trying programs and the results are no different. The patient reported the trial was so amazing and worked very well for him and patient was "like normal". Patient stated he did not normally felt the stimulation continually, he only felt it initially after increasing amplitude. The patient was going to try this program for two weeks and if it still did not work he will follow up with his managing hcp to ask about next steps. The patient asked about possibility of trying medication in addition to interstim therapy. Patient states the hcp has done any imaging diagnostics like x-ray or fluoroscopy but will ask the hcp about this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that none of the programs had worked and when the patient did the initial test, it worked great, but it had not worked for about 3 years. The patient frequently urinated and must stop often whenever they left their house. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. When asked what steps were taken to resolve the issues, the consumer reported manufacturer representatives helped them set up different programs when things did not work. An x-ray showed nothing looked wrong. They were given prescriptions which seemed to be helping, but not during the day. It was reported that on trip they use adult pampers. It was reported that they tried everything to make it work to no avail. Patient reported their trial worked really well. No further complications reported/anticipated.